Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain the exact explant date, but was unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was explanted sometime (B)(6) 2020 due to a infection in the ipg pocket. Exact date unknown. The patient was later re-implanted after the issue resolved.